Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 5 of 5. Gts had the patient cycle power, and explained that the error indicated a large amount of air had entered into the disposable set. The patient stated they could not see any obvious causes for the error. The patient elected to discard the supplies and complete therapy manually. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 5/5 was not confirmed due to a lack of sample. The root cause could not be determined. The lot number is unknown, therefore, a batch review was not performed. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.